Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer's blood glucose level was unknown. The screen of the insulin pump had scratches. The bolus button of the insulin pump was not working and the vibration was unresponsive. The rewind process was louder and the battery life was diminished. Troubleshooting was not performed and the device will not be returned for analysis.